Event description:
"Five retro-fitted hill-rom advanta beds have broken at the siderail attachment retrofit site."

Manufacturer narrative:
The hill-rom field investigation indicated the units in this complaint had excessive headrail wobble which allowed the rail to catch on the sleep section. This caused the siderail to bend and ultimately break the slide bracket. Headrail wobble refers to the lateral distance a fully locked and raised head end siderail moves from its resting postion towards the opposite head end siderail when light force is applied. This should measure no more than one inch. If there is more than 1 inch of wobble the siderail needs to be replaced. The facility had not performed a pre-assessment for determining whether the beds met the criteria for installing siderail upgrade kits. Hill-rom recommends this assesssment be performed before installing the upgrade kits. Hill-rom offers this assessment as a free service. The hosp did not want hill-rom to perform this assessment. Action: hill-rom has recommended that an assessement be performed on all beds to ensure the beds meet the upgrade requirements. There was no issue with the upgrade kit.